Event description:
The bed check alarm did not sound immediately when the patient got out of bed. The patient was a fall risk; however, they did not fall. Biomed performed an assessment: the bed check unit functioned properly. It was set for a one second delay and alarmed after one second consistently. The proper supply nurse call interface cable, and sensor mat were all included with the unit and they all worked properly. The staff had rechecked the bed alarm just after the occurrence and found it working properly. The unit will be returned to service.staff education is planned.